Event description:
It was reported via repair work order that the footend lift motor was drifting. It was further reported that the scale to be inaccurate due to malfunction headend load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.